Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number: (B)(4). This report is being filed to relay additional information. Product review of the skin graft mesher by zimmer biomet found that the ratcher would not slide over the roller end piece due to the ratchet gear being rough on the inside of it. Repair of the skin graft mesher was performed by zimmer biomet which included replacement of the ratchet gear. Skin graft mesher, serial number: (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the ratchet gear to become damaged and impede the function of the handle. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information is available.

Manufacturer narrative:
(B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the handle of the unit was not working. The handle was stuck during surgery. There was no harm involved and another device was used for the procedure. No adverse events were reported as a result of this malfunction.